Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va09fth, implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient had a loss of therapeutic effect. Their symptoms had gotten worse over the past year. They had continuous urinary tract infections. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.